Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim low audio output on (B)(6) 2016.there was no report of injury or medical intervention. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A global receiver functional test and a manual sound drop test for intermittency were performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and failed. The reported event of a low audio output was confirmed. The root cause was determined to be a defective speaker assembly.